Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 2 total events were initially reported. 2 previously reported events are included in this follow-up record.   Product return status 1 device was received. 1 device was not available for evaluation. Evaluation status 1 reported event was not confirmed during testing. Evaluation results 1 devices had no device problem found.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device was reportedly leaking. 2 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 2 events were reported for this quarter. Product return status: 1 device was received for evaluation. 1 device was available for evaluation but has not yet been received. Evaluation status: 1 device evaluation is in progress. Additional information: 2 devices are not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device was reportedly leaking. 2 events had no patient involvement; no patient impact.